Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was removed on (B)(4) 2007 due to pain and infections.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02520. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional information: patient codes: (B)(4) ¿ uterine bleeding, (B)(4)¿ discharge, (B)(4)¿ itching, (B)(4)¿ vaginitis, (B)(4)¿ urinary frequency additional narrative: it was reported that following insertion the patient experienced abnormal uterine bleeding, vaginal discharge, itching, bacterial vaginitis and urinary frequency